Event description:
It was reported that the lead exhibited high thresholds. The patient was asymptomatic. X-ray revealed no anomalies. Repositioning was attempted; however, the stylet could not get past the terminal pin of the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a complete lead was returned in two parts. The damage found was sustained during the surgical procedure. An over torque of the inner coil was found near the connector pin. This resulted in an inability to insert stylet into the lead. The lead was otherwise normal.